Manufacturer narrative:
The product analysis indicates that the patient interface came in with worn hardware and power pcb failure. The spring washers, washers, o-rings, and pcb were replaced. The patient interface was cleaned, repaired, and tested to manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that when plugged in, sometimes (intermittently) the patient interface does not work. There was no patient impact.